Manufacturer narrative:
(B)(4). Teleflex did not receive the device for evaluation. Pictures provided by the customer confirmed the reported complaint. The root cause is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for similar reports of this issue.

Event description:
It was reported that blood entered the front panel balloon connection. Blood was seen on interface block tubing and on the tubing that connect pcs to water collection bottle. There was no patient information provided. Additional information was received 1/10/17: per the interventional cardiology clinical research fellow: the intra-aortic balloon catheter (iab) was inserted correctly in a patient who underwent complex pci (percutaneous coronary intervention) documentation on balloon tip and good inflation/deflation under fluoroscopy was done. The patient proceeded to hemodialysis after the pci with the iab catheter secured. However, the fellow was made aware in the morning that there has been an error message on the iabp autocat2 console reading: " kinked catheter; partially wrapped balloon; balloon too large and that there was blood in the tubing connecting to the pump. Inspection reveals that the balloon catheter may have been inadvertently pulled out and when it may have inflated ruptured inside the 8f introducer sheath and that the distal suture points may have avulsed during transportation from the hemodialysis unit to the ICU. The patient appeared to have not sustained any air-embolic phenomenon clinically but may possibly have. The balloon was completely deflated by aspirating air/helium from the one-way valve system. The balloon may already have been in the abdominal aorta/ external iliac artery level as part of the balloon was already in the 8f sheath when it was pulled out. Hemostasis of the puncture site was easily done but the superficial suture area where the balloon was fixed somehow required additional hemostasis. The remainder of the patient's stay was uneventful.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that blood entered the front panel balloon connection. Blood was seen on interface block tubing and on the tubing that connect pcs to water collection bottle. There was no patient information provided. Additional information was received 1/10/2017: per the interventional cardiology clinical research fellow: the intra-aortic balloon catheter (iab) was inserted correctly in a patient who underwent complex pci (percutaneous coronary intervention) documentation on balloon tip and good inflation/deflation under fluoroscopy was done. The patient proceeded to hemodialysis after the pci with the iab catheter secured. However, the fellow was made aware in the morning that there has been an error message on the iabp autocat2 console reading: "kinked catheter; partially wrapped balloon; balloon too large and that there was blood in the tubing connecting to the pump. Inspection reveals that the balloon catheter may have been inadvertently pulled out and when it may have inflated ruptured inside the 8f introducer sheath and that the distal suture points may have avulsed during transportation from the hemodialysis unit to the ICU. The patient appeared to have not sustained any air-embolic phenomenon clinically but may possibly have. The balloon was completely deflated by aspirating air/helium from the one-way valve system. The balloon may already have been in the abdominal aorta/ external iliac artery level as part of the balloon was already in the 8f sheath when it was pulled out. Hemostasis of the puncture site was easily done but the superficial suture area where the balloon was fixed somehow required additional hemostasis. The remainder of the patient's stay was uneventful.